Event description:
Acetabular fracture non union and failed left total hip arthroplasty. The acetabular component of the prosthesis migrated, causing a failure of the repair and necessitating a second operative procedure.